Event description:
It was reported a patient underwent a tibial fixation procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain. During the procedure, the washerloc removal tip bent while removing the screw and washer. The procedure was completed with an osteotome. There were no foreign bodies retained by the patient. Additionally, there was no delay in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).